Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The reported problem was not identified during the event history review. The homechoice device received functional testing. A visual inspection was performed. The sample analysis revealed that the direct cause of the problem was no display and alarming due to the digital board. The digital board was replaced to correct the reported condition. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. This occurred during dwell three of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.